Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision knee; surgeon - (B)(6), (B)(6) hospital (B)(6) 2017. Lcs meniscal bearing knee implanted approximately 1994 presented with dislocated meniscal bearing and the surgeon believes a loose tibial component. Total knee was removed however the mobile bearing patella was retained. The knee was revised to a srom with mbt tray and patient had a good result on the table. No previous notes or implant stickers were available as the primary surgeon retired some time ago and notes were not available. The surgeon does not require any follow up. Female patient initials (B)(6), aged (B)(6) years, dob (B)(6), weight (B)(6) kg, height 160 cms. (Unknown jrn: lcs classic femur, lcs meniscal bearings, lcs classic tibia meniscal bearings). Doi: 1994; dor: (B)(6) 2017; unknown knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).